Event description:
Provider states unit have red light and are alarming. No additional information provided.

Manufacturer narrative:
(B)(4) 2015 - - initial mfg report # 1525712-2015-00619 was submitted to the FDA on (B)(4) 2015. The following sections have been corrected with the correct / additional information that was received by invacare on (B)(4) 2015: the original submission was filed to FDA registration number 1525712 due to the unknown manufacturer. The correct FDA registration # is 1031452.

Event description:
Provider states unit have red light and are alarming. No additional information provided.